Event description:
A distributor reported that a surgeon alleged that a patient's magec rod broke after over one (1) year of implantation. The patient was implanted with dual magec rods over one (1) year ago.

Manufacturer narrative:
The patient was initially implanted with dual magec rods (4.5mm sl and 4.5mm slr rod) on (B)(6) 2013. It was alleged that the 4.5mm sl rod was broken. Both of the magec rods were reportedly removed on (B)(6) 2015, and the patient was implanted with new dual magec rods, without incident. It was reported that the patient is doing fine and no negative outcomes have been noted. The device involved in the alleged incident has not been received; therefore, no evaluation can be conducted at this time. A DHR review revealed that there were no deviations from the manufacturing process and that the device was released within specifications. This is not an unusual event for growing rod patients. In the literature, growing rods have been reported to break in approximately 25% of cases (bess s, et.al., "complications of growing-rod treatment for early onset scoliosis: analysis of one hundred and forty patients", j bone joint surg am. 2010; 92: 1-11.).